Event description:
It was reported that a this right ventricular (rv) lead was surgically capped due to high pacing thresholds of 4v at 1.0ms, and was replaced with a new rv lead using the left bundle branch area pacing approach. This lead remains implanted and not in-service, thus was not expected to be returned to the manufacturer for analysis. No additional adverse patient effects were reported.